Event description:
A pump was reported as having declared an alarm, specifically alarm 20, which occurred during the load process. There was no adverse impact on the customer's blood glucose level. Despite assistance from technical support in attempting to load a new cartridge following the proper technique, the customer was unable to resume insulin therapy due to a recurring cartridge alarm, and the pump was not replaced because it was out of warranty.